Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Visual inspection had been performed, and downstream occlusion seal was found to be delaminated. Customer complaint cassette not locked error could not be confirmed by functional testing. Upon further investigation device would produce alarm "cassette not properly attached" when no cassette was attached to the pump. Replaced downstream occlusion sensor. The probable cause of the reported issue could not be confirmed. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the epidural pump continuously displayed a ¿cassette not locked¿ error despite proper cassette installation before infusion. Troubleshooting was attempted multiple times and ultimately replaced the pump. The same cassette functioned normally in the replacement pump.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.